Event description:
It was reported that during a follow up visit the physician observed that the rv threshold was increased to intermittent capture and rv impedance was decreased. Flouroscopy showed the rv lead advanced in the rv apex. The physician thought the lead could have slightly perforated the myocardium. The lead was explanted. All parameters of the new lead were good and stable.

Manufacturer narrative:
The lead tip stiffness test was within normal specifications.